Manufacturer narrative:
(B)(4). Batch # m53r1d. The analysis results showed that the cr40g cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, the returned cartridge was noted to have two staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. No functional test was performed. No conclusion could be reached as to what may have caused the cs40g instrument to become difficult to open as it was not returned for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a left hemicolectomy procedure, only one reload was used with a curve stapler cutting contour. That reload was the reload which the stapler comes preloaded. The surgeon shot, but when he tried to open the stapler, the surgeon had to use more force than normal because it was locked. Then, when he could open the stapler, he realized that some open hooks were in the recharging channel. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.